Event description:
Bayer case number: (B)(6). For the past four years I have also had haemorrhagic periods and metrorrhagia [heavy periods]. Cruralgia [cruralgia]. Pain, now almost chronic, in the left tube radiating into the left thigh [adnexa uteri pain]. For the past four years I have also had haemorrhagic periods and metrorrhagia [metrorrhagia]. For the past four years I have also had haemorrhagic periods and metrorrhagia, resulting in iron anaemia. [Blood loss anemia]. I have also suffered from vulvar lichen sclerosus [vulval lichen sclerosus et atrophicus]. Vaginosis [vaginal disorder]. Candidiasis [candidiasis]. Mycosis [mycosis]. Repeated urinary infection [recurrent urinary tract infection]. Degenerative osteosclerosis in the last two vertebrae (sacrum), with chronic inflammation [osteosclerosis]. I also suffer from depression [depression]. I am in pain and very fatigued [fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("for the past four years I have also had haemorrhagic periods and metrorrhagia") and sciatica ("cruralgia") in a 43 year-old female patient who had essure inserted (lot no. D46952) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced heavy menstrual bleeding (seriousness criterion medically important), adnexa uteri pain ("pain, now almost chronic, in the left tube radiating into the left thigh"), sciatica (seriousness criterion hospitalisation), intermenstrual bleeding ("for the past four years I have also had haemorrhagic periods and metrorrhagia"), blood loss anaemia ("for the past four years I have also had haemorrhagic periods and metrorrhagia, resulting in iron anaemia."), lichen sclerosus ("I have also suffered from vulvar lichen sclerosus"), vaginal disorder ("vaginosis"), candida infection ("candidiasis"), fungal infection ("mycosis"), urinary tract infection (" repeated urinary infection"), osteosclerosis ("degenerative osteosclerosis in the last two vertebrae (sacrum), with chronic inflammation"), depression ("I also suffer from depression") and fatigue ("I am in pain and very fatigued"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, lichen sclerosus, osteosclerosis, depression and fatigue had not resolved. The outcomes for heavy menstrual bleeding, sciatica, intermenstrual bleeding, blood loss anaemia, vaginal disorder, candida infection, fungal infection and urinary tract infection were unknown. The reporter considered adnexa uteri pain, blood loss anaemia, candida infection, depression, fatigue, fungal infection, heavy menstrual bleeding, intermenstrual bleeding, lichen sclerosus, osteosclerosis, sciatica, urinary tract infection and vaginal disorder to be related to essure administration. The reporter commented: here are my symptoms since the insertion. I have an ongoing request for recognition of handicapped worker status, although I initially made the request for degenerative osteosclerosis and not in relation to the essures. Since the insertion in (B)(6) 2017: pain, now almost chronic, in the left tube radiating into the left thigh. I was admitted as an emergency for causalgia. For the past four years I have also had hemorrhagic periods and metrorrhagia, resulting in iron anemia. I was admitted to the emergency department. Since the insertion, I have also suffered from vulvar lichen sclerosis, vaginosis, candidiasis, mycosis and repeated urinary infections. For at least 4 years, I have also been suffering from degenerative osteosclerosis in the last two vertebrae (sacrum), with chronic inflammation. I ended up having to spend five weeks in a rehabilitation center. Because of the pain in my left fallopian tube, I have had regular ultrasounds, all of which have confirmed the location of the essures. No one informed me that these inserts were faulty. I found out about this health scandal on instagram. I also suffer from depression. All of this medical wandering has had a serious impact on me. Eventually it was a doctor and osteopath who alerted me. They were the only one the entire pelvic area appears to be affected, as though the inflammation is radiating out from the essures. Comments "I was in medical wandering because the medical profession does not seem very well informed. I am furious that I was not contacted by the hospital or the doctor who fitted me with the inserts, despite the device being taken off the market a few months after my procedure. I am in pain and very fatigued. I am going to need to have a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) for the past four years I have also had haemorrhagic periods and metrorrhagia [heavy periods], cruralgia [cruralgia] , pain, now almost chronic, in the left tube radiating into the left thigh [adnexa uteri pain] , for the past four years I have also had haemorrhagic periods and metrorrhagia [metrorrhagia], for the past four years I have also had haemorrhagic periods and metrorrhagia, resulting in iron anaemia. [Blood loss anemia] , I have also suffered from vulvar lichen sclerosus [vulval lichen sclerosus et atrophicus] vaginosis [vaginal disorder] , candidiasis [candidiasis] , mycosis [mycosis] , repeated urinary infection [recurrent urinary tract infection] , degenerative osteosclerosis in the last two vertebrae (sacrum), with chronic inflammation [osteosclerosis] , I also suffer from depression [depression] , I am in pain and very fatigued [fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jan-2025. The most recent information was received on 27-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("for the past four years I have also had haemorrhagic periods and metrorrhagia") and sciatica ("cruralgia") in a 43-year-old female patient who had essure inserted (lot no. D46952) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced heavy menstrual bleeding (seriousness criterion medically important), sciatica (seriousness criterion hospitalisation), adnexa uteri pain ("pain, now almost chronic, in the left tube radiating into the left thigh"), intermenstrual bleeding ("for the past four years I have also had haemorrhagic periods and metrorrhagia"), blood loss anaemia ("for the past four years I have also had haemorrhagic periods and metrorrhagia, resulting in iron anaemia."), lichen sclerosus ("I have also suffered from vulvar lichen sclerosus"), vaginal disorder ("vaginosis"), candida infection ("candidiasis"), fungal infection ("mycosis"), urinary tract infection (" repeated urinary infection"), osteosclerosis ("degenerative osteosclerosis in the last two vertebrae (sacrum), with chronic inflammation"), depression ("I also suffer from depression") and fatigue ("I am in pain and very fatigued"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, lichen sclerosus, osteosclerosis, depression and fatigue had not resolved. The outcomes for heavy menstrual bleeding, sciatica, intermenstrual bleeding, blood loss anaemia, vaginal disorder, candida infection, fungal infection and urinary tract infection were unknown. The reporter considered adnexa uteri pain, blood loss anaemia, candida infection, depression, fatigue, fungal infection, heavy menstrual bleeding, intermenstrual bleeding, lichen sclerosus, osteosclerosis, sciatica, urinary tract infection and vaginal disorder to be related to essure administration. The reporter commented: here are my symptoms since the insertion. I have an ongoing request for recognition of handicapped worker status, although I initially made the request for degenerative osteosclerosis and not in relation to the essures. Since the insertion in (B)(6) 2017: pain, now almost chronic, in the left tube radiating into the left thigh. I was admitted as an emergency for causalgia. For the past four years I have also had hemorrhagic periods and metrorrhagia, resulting in iron anemia. I was admitted to the emergency department. Since the insertion, I have also suffered from vulvar lichen sclerosis, vaginosis, candidiasis, mycosis and repeated urinary infections. For at least 4 years, I have also been suffering from degenerative osteosclerosis in the last two vertebrae (sacrum), with chronic inflammation. I ended up having to spend five weeks in a rehabilitation center. Because of the pain in my left fallopian tube, I have had regular ultrasounds, all of which have confirmed the location of the essures. No one informed me that these inserts were faulty. I found out about this health scandal on instagram. I also suffer from depression. All of this medical wandering has had a serious impact on me. Eventually it was a doctor and osteopath who alerted me. They were the only one the entire pelvic area appears to be affected, as though the inflammation is radiating out from the essures. Comments "I was in medical wandering because the medical profession does not seem very well informed. I am furious that I was not contacted by the hospital or the doctor who fitted me with the inserts, despite the device being taken off the market a few months after my procedure. I am in pain and very fatigued. I am going to need to have a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Batch no. D46952, expiration date: 2018-01-28, manufacture date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.